Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable plug was not fitting into the power supply correctly. It was noted that the cable had a bent pin. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable plug was not fitting into the power supply correctly. It was noted that the cable had a bent pin. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). Corrected section :h6- changed to no patient involvement. This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.